Manufacturer narrative:
(B)(4). Results of investigation: the carefusion field service representative evaluated the unit and determined the issue to be from a faulty front panel. The front panel was replaced and the adjustments were made for the proper operation of the unit before being placed back into service. The carefusion failure analysis lab received the suspected device/component and performed a failure investigation on the suspected front panel. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was identified as fluid ingress into the screen, causing the entire area of the screen to be unresponsive. This will be internally investigated within carefusion.

Event description:
The customer stated that the touch screen is frozen and will not respond to touch. It is unknown if there was any patient involvement at the time of the incident.